Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the tubing set was connected to the clave port connected to the patient's peripherally inserted central catheter (PICC) and was being used to deliver an unspecified concentration of vancomycin, at an unspecified rate. After an unspecified length of time, it was reported that the nurse noted the tubing set was not dated. The customer contact reported that the nurse attempted to replace the undated tubing set and disconnected the option-lok male adapter of the tubing set from the clave port of the PICC line. At this time, it was reported that the nurse noted that the option-lok male adapter of the previous tubing set had broken off and a piece remained lodged inside the clave port. The customer contact reported that broken off piece of the option-lok male adapter could not be removed from the clave port. It was reported that the clave port was replaced and therapy was resumed. It was reported that the pt received the full dose of vancomycin. There were no reports of any adverse pt effects and no reported delay in therapy critical to this pt. No med interventions were required. No additional info was provided.